Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the brachial vein. The 90% re-stenosed lesion was located in the calcified and moderately tortuous lesion at an unspecified shunt. The 5.0mm x 40mm sterling balloon dilatation catheter was advanced to the target lesion and inflated 3 times to 12atms. The balloon ruptured at 4 atms on the fourth inflation. The balloon catheter was removed intact from the patient. The procedure was completed successfully with this device. No patient complication was reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)